Event description:
Efs angers reported an error with a list of ambiguities with imgt 3.41 and matchit! Dna software v1.3. They used matchit! Dna software v1.3 according to the IFU. They compared the report for one sample ((B)(6)) in imgt 3.39 and imgt 3.41. The list of ambiguities is inexact, the list lost some of the allele combinations that were listed in the files. Upon investigation, it was discovered that alleles were being truncated on import of exp files. A sql function, utilfn_split, involved in the import is limiting the number of characters to 4000 characters. This affects the alleles that are imported into match it!, limiting the alleles for some loci.